Event description:
Related manufacture reference number: 2017865-2022-07152; related manufacture reference number: 2017865-2022-07155. It was reported that the patient presented at an implant procedure for a bi-ventricular implantable cardioverter defibrillator system. At the fifth hour of the procedure the patient¿s oxygen level dropped significantly and the patient died during the installation of the left ventricular lead. The atrial lead and right ventricular lead were already installed. There were no allegations from the physician that the reported leads contributed to the patient's death.

Manufacturer narrative:
Correction: b5 , d6a - the atrial lead was implanted on (B)(6) 2022 and remained in situ after patient death.

Event description:
It was reported that the patient presented at an implant procedure for a bi-ventricular implantable cardioverter defibrillator system on (B)(6) 2022. At the fifth hour of the procedure the patient¿s oxygen level dropped significantly and the patient died during the installation of the left ventricular lead. The atrial lead and right ventricular lead were previously installed. All three leads remained in situ after patient death. There were no allegations from the physician that the reported leads contributed to the patient's death.